Event description:
On (B)(6) 2012, the reporter contacted animas and reported small air bubbles in the cartridge and tubing. The patient reportedly experienced a blood glucose (bg) value of 549mg/dl. It was noted that the pump was dropped and dangling from the site. The pump reportedly emitted an occlusion alarm, the pump was re-primed and the patient was re-connected to the pump. The supplies were reportedly not changed after the pump appropriately emitted the occlusion alarm. The patient's bg reportedly responded to boluses from the pump. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the site/set or cartridge was not replaced when the pump emitted the occlusion alarm.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.